Manufacturer narrative:
Vyaire medical field service representative went onsite. Customer said that unit is having a battery issue but upon checking pm (preventive maintenance) sticker and the battery was changed on (B)(6) 2021. Checked out the unit and did battery verification. The unit ran for one hour and four minutes. The ventilator passed and nothing was wrong with the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator experienced battery failure while on a patient. The unit was plugged into the red backup generator outlet when it alarmed low battery then shut off. The customer confirmed that there is no patient harm associated with this reported event.